Event description:
It was reported that the catheter cracked when it was removed, another catheter was used, and the catheter migrated down into the patient's chest. Follow up indicated that the introducer was observed to be cracked and leaking during use. It was further stated that the introducer was removed and another introducer was inserted. The second introducer was cracked and migrated into the patient's chest. It is unknown if surgical intervention was required to remove the device.

Manufacturer narrative:
At this time, device has not been returned for evaluation and unsure if the device will be returned.